Manufacturer narrative:
H3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 21aug2023. Access was "smooth", and no resistance was felt during insertion or removal of the sheath. A contralateral approach was used to advance the sheath to the common femoral artery, for treatment of the leg. The anatomy was not tortuous, scarred, or calcified. Other manufacturer's wires, catheters, atherectomy system, ultrasound, and balloon were used through the sheath. The dilator and another manufacturer's 0.035-inch wire were in the sheath when the hub separated. The hub was not used to pull the sheath out of the patient, as the hub separated prior to removal of the sheath.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Corrected information: h6 (annex g). Summary of event: as reported, during an unspecified procedure involving the right superficial femoral artery, the check-flo hub separated from a flexor ansel guiding sheath upon removal of the device from the patient. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information was received 21aug2023. Access was "smooth", and no resistance was felt during insertion or removal of the sheath. A contralateral approach was used to advance the sheath to the common femoral artery, for treatment of the leg. The anatomy was not tortuous, scarred, or calcified. Other manufacturer's wires, catheters, atherectomy system, ultrasound, and balloon were used through the sheath. The dilator and another manufacturer's 0.035-inch wire were in the sheath when the hub separated. The hub was not used to pull the sheath out of the patient, as the hub separated prior to removal of the sheath. Investigation evaluation: reviews of the instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The hub was separated from the sheath tubing. A small indention was noted in the flare of the sheath tubing. No sheath material remained in the hub. The customer did not provide the lot number to cook, and a search of sales history could not definitively determine the lot; therefore, the device history record could not be reviewed. The product IFU states ¿avoid applying traction to hub during removal.¿, the information provided upon review of the dmr, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that a component failure, unrelated to manufacturing or design deficiencies, contributed to this event. The damage to the sheath flare was likely caused by hub separation. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an unspecified procedure involving the right superficial femoral artery, the check-flo hub separated from a flexor ansel guiding sheath upon removal of the device from the patient. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information has been requested.